Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The device was received with minor scratches on the lcd window, broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer advised the case on the device is broken. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.